Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer stated that insulin was squirting out during the manual prime process. The customer's blood glucose was unknown at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.